Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge change error was verified and the altitude alarm could not be verified as the cartridge was not returned; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Additionally, an altitude alarm occurred. Customer's blood glucose was 120 mg/dl. Although requested by tandem technical support, the customer declined further follow-up to ensure backup therapy was obtained.